Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field. Section d: new device information provided. H6: device codes.

Event description:
It was reported that this device was explanted due to high impedance measurements. Another device was implanted instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device was explanted due to inappropriate stimulation. Another device was implanted instead. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this device was explanted due to high impedance measurements. Another device was implanted instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.